Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, migraine, headache, nausea and visual impairment outcome was unknown and the menorrhagia, genital haemorrhage, allergy to metals, hypersensitivity and dermatitis allergic had resolved. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and visual impairment to be related to essure (ess205). The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), chronic pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, nickel allergy, rash/skin condition, hypersensitivity, psych injury, bladder problems, urinary problems, bladder infection, uti (urinary tract infection), vaginal infection, vaginal discharge, fatigue, dental problems, hormonal changes, migraines, headaches, nausea, vision problems¿. Reporter¿s information, demographics, medical history, lab data, essure indication (amended), essure model (updated), essure insertion date (updated) and essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.